Event description:
It was reported that the insulin pump alarmed motor error during manual prime and bolus delivery. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit was received with currents in specifications and no motor error alarm noted. Motor passed motor test.